Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was blurry image. Please note that the procedure was completed successfully.

Event description:
It was reported that there was blurry image. Please note that the procedure was completed successfully.

Manufacturer narrative:
Reported failure mode: "blurry & not clear image /half black image". Probable root cause: the reported failure mode was confirmed and probable root cause was likely due to damage during use/handling of the endoscope. The device was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future re occurrence. For information and warnings related to the proper use and maintenance of this device, please reference and adhere to information presented in the associated product IFU. Manufacturing date is unknown.